Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The consumer reported that during the trial a wire slipped a little. The patient noted the trial worked well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.